Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2014; the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.